Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (batch no. A02567) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo essure confirmation test". The patient's medical history included depression and umbilical hernia repair. Previously administered products included for an unreported indication: depo-provera from (B)(6) 2012 to (B)(6) 2018. Concurrent conditions included body mass index normal, back pain, ill feeling, sleep disturbance and uterine bleeding. Concomitant products included bupropion, bupropion hydrochloride (wellbutrin) since (B)(6) 2011, ethinylestradiol;ferrous fumarate;norethisterone acetate (junel fe) since june 2018, nsaids since (B)(6) 2012, paracetamol (acetaminophen) since on (B)(6) 2012, phentermine, topiramate (topamax) from (B)(6) 2013 to (B)(6) 2018, trazodone since (B)(6) 2018 and zolpidem tartrate (ambien) since (B)(6) 2015. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), rash ("rash"), migraine ("migraines / headaches"), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea (cramping)"), amnesia ("memory loss") and insomnia ("insomnia") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced depression ("depression"), anxiety ("mental anguish/anxiety") and dry skin ("dry skin"). The patient was treated with surgery (supracervical hysterectomy (uterus only)). Essure treatment was not changed. At the time of the report, the pelvic pain, hot flush, vaginal haemorrhage, menorrhagia, depression, anxiety, rash, dry skin, migraine, fatigue, weight increased, dysmenorrhoea, amnesia and insomnia outcome was unknown. The reporter considered amnesia, anxiety, depression, dry skin, dysmenorrhoea, fatigue, hot flush, insomnia, menorrhagia, migraine, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occlude. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record confirming: vaginal bleeding, dysmenorrhea, insomnia, memory loss, hot flashes, fatigue, rash and dry skin. Most recent follow-up information incorporated above includes: on 28-jan-2020: the case become incident. Surgery hysterectomy were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (batch no. A02567-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo essure confirmation test". The patient's medical history included depression and umbilical hernia repair. Previously administered products included for an unreported indication: depo-provera from (B)(6) 2012 to (B)(6) 2018. Concurrent conditions included body mass index normal, back pain, ill feeling, sleep disturbance and uterine bleeding. Concomitant products included bupropion, bupropion hydrochloride (wellbutrin) since (B)(6) 2011, ethinylestradiol;ferrous fumarate;norethisterone acetate (junel fe) since (B)(6) 2018, nsaids since (B)(6) 2012, paracetamol (acetaminophen) since (B)(6) 2012, phentermine, topiramate (topamax) from (B)(6) 2013 to (B)(6) 2018, trazodone since (B)(6) 2018 and zolpidem tartrate (ambien) since (B)(6) 2015. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal bleeding vaginal, menorrhagia"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), rash ("rash"), migraine ("migraines / headaches"), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea cramping"), amnesia ("memory loss") and insomnia ("insomnia") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced depression ("depression"), anxiety ("mental anguish/anxiety") and dry skin ("dry skin"). The patient was treated with surgery (supracervical hysterectomy uterus only). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, hot flush, vaginal haemorrhage, menorrhagia, depression, anxiety, rash, dry skin, migraine, fatigue, weight increased, dysmenorrhoea, amnesia and insomnia outcome was unknown. The reporter considered amnesia, anxiety, depression, dry skin, dysmenorrhoea, fatigue, hot flush, insomnia, menorrhagia, migraine, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occlude. Most recent follow-up information incorporated above includes: on 15-feb-2020: update of information (batch is not valid). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (batch no. A02567-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo essure confirmation test". The patient's medical history included depression and umbilical hernia repair. Previously administered products included for an unreported indication: depo-provera from (B)(6) 2012 to (B)(6) 2018. Concurrent conditions included body mass index normal, back pain, ill feeling, sleep disturbance and uterine bleeding. Concomitant products included bupropion, bupropion hydrochloride (wellbutrin) since (B)(6) 2011, ethinylestradiol;ferrous fumarate;norethisterone acetate (junel fe) since (B)(6) 2018, nsaids since (B)(6) 2012, paracetamol (acetaminophen) since (B)(6) 2012, phentermine, topiramate (topamax) from (B)(6) 2013 to (B)(6) 2018, trazodone since (B)(6) 2018 and zolpidem tartrate (ambien) since (B)(6) 2015. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), rash ("rash"), migraine ("migraines / headaches"), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea (cramping)"), amnesia ("memory loss") and insomnia ("insomnia") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced depression ("depression"), anxiety ("mental anguish/anxiety"), dry skin ("dry skin"), back pain ("back pain"), genital haemorrhage ("gen. Abnormal bleeding") and post procedural complication ("post removal complication"). The patient was treated with surgery (supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and back pain had resolved and the hot flush, vaginal haemorrhage, menorrhagia, depression, anxiety, rash, dry skin, migraine, fatigue, weight increased, dysmenorrhoea, amnesia, insomnia, genital haemorrhage and post procedural complication outcome was unknown. The reporter considered amnesia, anxiety, back pain, depression, dry skin, dysmenorrhoea, fatigue, genital haemorrhage, hot flush, insomnia, menorrhagia, migraine, pelvic pain, post procedural complication, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she received treatment for pelvic pain, genital bleeding, psychological disorders and back pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occlude. Most recent follow-up information incorporated above includes: on 5-may-2020: new events genital bleeding, psychological disorders, post removal complication and back pain, outcome of event, rcc and references updated based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.